Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited an underlying noise on the right ventricular (rv) lead. As a result, isometrics tests were performed but no noise was detected. Technical services (ts) reviewed the data and found that there was no noise, however the electrogram (egm) showed intermittent loss of capture (loc) with high pacing thresholds preventing the algorithm from delivering backup pulses at higher amplitude. Ts recommended programming the rv output to maximum amplitude, which the representative implemented during the clinic visit. Other than bradycardia, no additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted to update section b5 and e1. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited an underlying noise on the right ventricular (rv) lead. As a result, isometrics tests were performed but no noise was detected. Technical services (ts) reviewed the data and found that there was no noise, however the electrogram (egm) showed intermittent loss of capture (loc) with high pacing thresholds preventing the algorithm from delivering backup pulses at higher amplitude. Ts recommended programming the rv output to maximum amplitude, which the representative implemented during the clinic visit. Possible rv lead fracture was suspected but it was not conclusive. Other than bradycardia, no additional adverse patient effects were reported. This pacemaker remains in service.